Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The physician attempted to move the existing lv lead and reuse. However, after some time, the physician requested a new lead. When attempting to connect the new lv lead to the device, the setscrew wouldn't engage and could not be tightened down. The physician then decided to explant that device and implant a new one. The new lv lead and the new device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.